Event description:
It was reported that while removing an imager package from the box, the sterile barrier was compromised. The nurse had removed this imager diagnostic catheter from the box and was hanging it up for storage when the mylar sterile barrier "cracked" upon touching it. The device was set aside and not used. There were no reported patient complications.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that while removing an imager package from the box, the sterile barrier was compromised. The nurse had removed this imager diagnostic catheter from the box and was hanging it up for storage when the mylar sterile barrier "cracked" upon touching it. The device was set aside and not used. There were no reported patient complications.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis inside the packaging. An examination revealed a tear in the pouch where the hub of the device is located. The manifold of the device had pierced through the pouch causing packaging damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).